Event description:
Caller states that the following results were obtained on a patient using the inform system, compared to a lab result, within 10 minutes: 80 mg/dl (inform) and 18 mg/dl (lab). The patient apparently took a double dose of actos the morning of the incident. Paramedics were called and obtained the reading of 80 mg/dl. Patient was given an IV (contents not provided) and narcan, and transported to the hospital. Based on the reading of 80 mg/dl, patient was not treated immediately for diabetes or hypoglycemia. At the hospital, patient was tested at 18 mg/dl with a lab draw. Patient was successfully treated (treatment not provided) and recovered. Requested return of suspect device and strips, and replacement was sent.